Manufacturer narrative:
Investigation results: we reviewed the DHR for this so-(B)(6) / patient ID# (B)(6) / practice ID# (B)(6), qty.(B)(4)items assy-500018 (aligners), and (B)(4) items assy-500017 (templates), were packaged by the first shift by bag and box operation on may 24, 2024, manufacturing cell 3, equipment bag-06. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this so-(B)(6). Raw material: rt-70125-b / lot# 08249785 / qty. Received = (B)(4), inspection date: february 15, 2024. The material was found acceptable for use in the sure smile product's manufacture. Failure mode - injury, ortho - serious. Root cause - no defect, no defect during the manufacturing process. Conclusion code - no failure found.

Event description:
In this event it is reported that while using a nontemplate aligner arch, it was reported that a patient experienced the aligner cutting the patient's tongue by the sharp edges on the aligner. The doctor reported that this got progressively worse after "aligner" #2 that the patient discontinued use of the aligners. Doctor tried trimming and polishing(smoothing area on aligner) but did not work. A rescan will be done and will submit for refinement of the aligner.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.